Event description:
It was reported that ventricular thresholds increased from 1.25 v to 6 v since the last follow-up. Sensing was 1.7 mv bipolar and 2.0 mv unipolar. The patient experienced weight loss, which resulted in the pacemaker migrating in the pocket. The doctor elected to revise the pocket and cap and replace the lead.

Manufacturer narrative:
No medwatch form was received.